Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The issue did not reoccur after a pump reset. Technical support provided the customer with instructions to reset the pump and advised them to continue using it, with the understanding to call back if the malfunction returns.